Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: fault reported: burning smell coming from the machine when utilizing the radiofrequency device. Fault found: burnt marks on the power board. Action taken: replaced power board and tested. Tests: functional test, quality inspection procedure (qip), electrical safety test (est)stryker UK certifies that this product has undergone the following: this item has been repaired and fully tested as per the manufacturer's quality inspection procedure (qip). The item has been deemed repaired and fit for use by a fully trained stryker engineer extensive incoming inspection and analysis. Any maintenance and/or repair work carried our using stryker certified components. In-process and final quality inspections performed in accordance with iso 9001 and iso 13485 standards. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a burning smell coming from the machine when utilizing the radiofrequency device. During the procedure, the stryker crossfire 2 integrated resection and energy system diathermy stopped functioning. The diathermy hand piece was changed, and a total of three new diathermy hand pieces were opened and tested; however, the diathermy continued to fail and did not function. At this time, the shaver component of the crossfire 2 system remained operational, and there were no issues with the shaver or camera system. Due to the ongoing diathermy failure, a decision was made to source and use an alternative diathermy machine. The alternative diathermy machine functioned correctly, and the procedure was completed without further incident. The patient remained safe throughout, with no harm identified. There were no adverse events and no additional medical intervention was required as a result of the reported event. The surgical procedure was delayed by approximately 45 minutes.

Event description:
It was reported that there was a burning smell coming from the machine when utilizing the radiofrequency device. During the procedure, the stryker crossfire 2 integrated resection and energy system diathermy stopped functioning. The diathermy hand piece was changed, and a total of three new diathermy hand pieces were opened and tested; however, the diathermy continued to fail and did not function. At this time, the shaver component of the crossfire 2 system remained operational, and there were no issues with the shaver or camera system. Due to the ongoing diathermy failure, a decision was made to source and use an alternative diathermy machine. The alternative diathermy machine functioned correctly, and the procedure was completed without further incident. The patient remained safe throughout, with no harm identified. There were no adverse events and no additional medical intervention was required as a result of the reported event. The surgical procedure was delayed by approximately 45 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.